Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Analysis verified an insulation breach and found blood in the lead lumen, most likely due to explant damage. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observation of noise and detailed analysis did not reveal any abnormalities outside of the insulation damage.

Event description:
This report is being filed to submit the results of lead analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an episode of syncope, during which they hit their head. They presented in-clinic the following day for a system evaluation. Noise could be reproduced on the rv channel with isometrics. Impedance measurements were within range, but pacing inhibition of greater than two seconds occurred. A lead revision was planned. A boston scientific technical services (ts) consultant recommended that a tug test be performed during the procedure. During lead explant, an insulation breach was noted and blood was present in the rv port of the associated device. The physician decided to replace the device also. No additional adverse patient effects were reported.